Event description:
Healthcare professional reported that during implant, hcp activated the valve holder to ratchet the stent posts. The suture broke which caused difficulty fitting the valve into the annulus. The valve was abandoned and returned for eval.